Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd prn adaptor the connection of the prn was not secure and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: PICC maintenance was given once at 2022.3.11 09:44. When the infusion was administered at 09:50, the drug was found to overflow, and the cause was immediately found. It was found that the prn was not fixed tightly and could be easily rotated. The prn was replaced, and there was no more leakage of the drug.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1195185. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd prn adaptor the connection of the prn was not secure and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: PICC maintenance was given once at 2022.3.11 09:44. When the infusion was administered at 09:50, the drug was found to overflow, and the cause was immediately found. It was found that the prn was not fixed tightly and could be easily rotated. The prn was replaced, and there was no more leakage of the drug.